Manufacturer narrative:
On 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: the implant looks correctly implanted and aligned, in spite of a little anterior notching on the femoral side, most probably irrelevant. Tibial baseplate loosening at 5+ years, lateral subsidence. There is no report of a traumatic event. Tibial loosening at mid term is a known possible complication of tka, both cemented and cementless. In most cases, it can be just described as aseptic loosening and the cause cannot be identified. This is probably what has happened in this case, in absence of further information the root cause cannot be identified.

Manufacturer narrative:
Batch review performed on 13 april 2016. Lot 103905: (B)(4) items manufactured and released on 23 december 2010. Expiration date: 2015-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 we received the confirmation that the revision surgery was performed on the same day and that the explants are not available. It was detected that the tibial base plate was sunk on the posterior lateral side.

Event description:
Revision necessary because of pain in the tibia. Tibia plate loosening. It is planned tibial change.

Manufacturer narrative:
On 15 june 2016 it was prepared a final report with the information already submitted in the previous reports. On 26 june 2016 the report was sent to the initial reporter and the case was closed.